Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also stated that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.